Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up in clinic, failed hv shock through merlin.net transmission was observed. Low hv lead impedance was also noted. Programming changes were made. Patient was stable.